Manufacturer narrative:
.

Event description:
It was reported patient presented in-clinic for device check. Aborted shocks due to lead noise were observed. Lead fracture was suspected. Lead was capped and replaced.